Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any patient consequence /ae outcome as a result of the event report? No, just takes time to look up the broken part and prolonged the surgery for 10 mins. Were the needle/pieces removed from the patient body? Yes. And how? The broken part is attached in the tissue, it was retrieved by forceps. Was the procedure completed successfully? And how? The surgery continuous with another lot w222. Any medical/surgical intervention performed on patient post-op initial procedure to remove the needle piece? No.

Event description:
It was reported that a patient underwent a hemorrhoid procedure on (B)(6) 2019 and suture was used. During the procedure, the needle was broken. When the nurse tried to clamp the proximal part of needle, the needle distorted. When the surgeon tried to pass though the tissue, the needle broke in 2 pieces. The broken pieces were retrieved by forceps. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected information: manufacturing record evaluation was performed for the finished device lot mhb635, and no non-conformances were identified. Suture needle returned for evaluation. The component was identified as product code w333. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.